Event description:
It was reported that the right atrial lead experienced high impedance and oversensing after the patient fell. In addition, the patient also reported that after falling, the lead "pinched or snapped", and that the "top chamber was turned off" because it was causing "hiccups" or "making the diaphragm jump". The patient also reported that the pacemaker is "protruding more". Lead fracture suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, outer insulation cosmetic depression, and blood noted on helix mechanism; full lead returned and analyzed.